Event description:
It was reported to philips that the device gave an error indicating a problem with the image disk, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in use at the coronary diagnosis procedure when the issue occurred, and the procedure was completed as planned by restarting the system. Analysis of the log file confirmed that the system had image processing problem. During troubleshooting, the fse found that the issue with hard disk drives (hdd). Fse replaced the hdd and check the system functionality. However, after replacement of hard disk drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.